Event description:
This ventilator had switched off more times without any apparent reason. Patient's family member say that the alarm sounded and the message "hardware error" was on the display. The technicians have tested the ventilator, with siemens lung simulator and an original circuit, but in the lab this unit has run correctly.